Event description:
It was reported that the attachment began overheating in a lab setting. There was no patient involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was excess friction from insufficient lubrication. The chuck was archived.